Manufacturer narrative:
The service found out that the encoder wheel was detached and for this reason proceeded with the replacement of the component, along the other activities (replacement of the display) device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump has stained display.